Manufacturer narrative:
Device evaluation did not show any malfunction. Surgical guide followed the doctor's treatment plan. It was observed that the stone model doctor sent in for guide fabrication is chipped on #18. It is filled in with different material that may not be sufficiently cover the original shape of the crown. The dent on the mesial side of #18 was detected and was blocked-out during guide fabrication. However, if the overall shape of #18 is not an accurate representation of the patient's crown at #18, there is a good chance that the guide is not sitting down completely in the posterior of patient's mouth, resulting in trajectory deviation.

Event description:
According to the doctor, the trajectory of the guide was too mesial. As a result, implant was placed too close to the root of tooth #20, leading to the loss of tooth #20.